Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2008 at (B)(6) healthcare system in (B)(6). It is alleged the patient was injured without further explanation. Patient is also seeking punitive damages. Medical records were requested, but have yet to be provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. (B)(4). Corrected data based on new information received: adverse event to product malfunction; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/19/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the femoral vein due to pe. Plaintiff is alleging device is unable to be retrieved, and dvts and pe after filter retrieval attempt. Patient alleges attempted retrieval on (B)(6) 2009.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specification and quality control data were conducted during the investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism, deep vein thrombosis, and device unable to be retrieved." Cook will reopen its investigation if further information is received. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Patient and device code: no information regarding the event has been provided. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). It is alleged the patient was injured without further explanation. Medical records were requested, but have yet to be provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/19/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the femoral vein due to pe. Plaintiff is alleging device is unable to be retrieved, and dvts and pe after filter retrieval attempt. Patient alleges attempted retrieval on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Evaluation - the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2008 at (B)(6) healthcare system in (B)(6). It is alleged the patient was injured without further explanation. Patient is also seeking punitive damages. Medical records were requested, but have yet to be provided.